Event description:
Ref import report #: (B)(4).

Manufacturer narrative:
An engineering investigation was performed on the returned astral device. The investigation determined the alarm was due to hardware damage obtained form power surge caused by an electrical storm (lightening strike). Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no pt injury reported for this incident. (B)(4).